Event description:
New information received indicated that noise was observed during follow-up. Lead will be revised.

Event description:
New information received notes that the rv lead was explanted and replaced.

Event description:
During follow-up, externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. Patient was asymptomatic. The lead will continue to be used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.